Manufacturer narrative:
Additional information indicates, per medical opinion, the annular rupture is thought to be due to the mechanism of the procedure itself with the balloon expansion of the valve in an area where the calcification had progressed into the mitral curtain. The implant itself was technically good." Limited cine images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards physician proctor and the following observations were made: angiography images: · all native leaflets are severely calcified. · severe ai present on pre-deployment aortogram. · coronaries calcified. No calcium present in stj. · bav images provided not provided. Possible no bav performed. · valve imaging demonstrates guide wire is off center from apex. · valve in good position prior to deployment · no images of valve deployment recorded. · valve does not appear to be fully expanded. Possibly intentional due to annular size. · post deployment aortogram, confirm annular rupture on right coronary side. · visualize pericardiocentesis catheter inserted. · second valve placed more ventricle. Rupture present in final images. Echo: provided. Cd not functional. CT: not provided. Useful in confirming valve size. Observations: cannot confirm root cause of rupture without CT annular measurements to confirm valve size. Event possible due to severely calcified native leaflets.

Manufacturer narrative:
Result: no results available since no evaluation performed. Conclusion: known inherent risk of the procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the annular rupture is thought to be due to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the implantation of a 23mm sapien xt valve by tf approach in aortic position, the patient died due to an annular rupture. The implant was good but when performing the post implant root echo, the implant team noted a contrast leak, suspicious for annular rupture. Every effort was made to assist clotting in an attempt to seal the leak, and a second valve (23mm sapien xt) was also implanted to try to seal the leak. Unfortunately, the tamponade could not be stopped and the patient passed away. As per medical opinion, the annular rupture is thought to be due to the mechanism of the procedure itself with the balloon expansion of the valve in an area where the calcification had progressed into the mitral curtain. The implant itself was technically good. The native annulus measured 21mm2, with severe calcification and moderate aortic root calcification.